Event description:
It was reported that during a cholecystectomy procedure, they could not open the trigger and jaw at 3rd or 4th firing. Anoter device was used to complete the case. There were no adverse consequences to the pt.